Manufacturer narrative:
Testing and investigation confirmed the reported "accuracy, general" report. The plunger collar stop nut was found to be loose. A new plunger collar nut and set screw combination has been implemented to improve manufacturability of the device by allowing the operator improved access to the set screw which holds the collar in place.

Event description:
The pump was rec'd in the biomed engineering dept with an unsigned note attached that read, "accuracy, general." The pump could not be traced to a user, nursing unit or pt. There was no indication of an adverse pt event and no incident report was written. Upon testing, the device was found to underdeliver by approximately one-half of the expected delivered volume. No additional info was available.